Event description:
It was reported the patient's scs ipg would not connect to the patient controller. Reportedly, the patient broke his hip and underwent a hip surgery on (B)(6) 2019. The patient was not certain if the device was placed into surgery mode prior to the hip surgery. A company representative met with the patient was able to re-establish communication with the patient's scs ipg. The representative turned the therapy on and issue was resolved.